Event description:
While attempting PICC insertion, advanced PICC through introducer resistance was met. Pulled catheter back and checked integrity of catheter and 3cg wire. The wire was bent at almost 90 degree angle about 4cm from the tip. Wire had to be replaced. Manufacturer response for PICC, PICC (per site reporter) [redacted date] sent initial contact for identifiers. Retrieved the sample; emailed rep. To request an RMA.